Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Patient reported for unknown side "silicone bleeding", "rippling". The following events are not related to the device" ¿hair loss¿, ¿dry skin¿, ¿dry mucous membranes¿, ¿brain fog (forgetfulness, difficulty to concentrate)¿, ¿sun allergy, pollen allergy¿, ¿burning chest pain¿, ¿joint pain (knees and fingers)¿, ¿back and neck pain¿, ¿frequent depressive mood¿, ¿breast implant illness (bii)¿. Device has been explanted.